Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tissue removal on a laparoscopic radical tumor surgery, the surgeon was able to press the green button but the handle could not be squeezed. The stapler was not able to fire. The reload was replaced to complete the case. There was no patient injury.